Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold and r-wave amp variation were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination and visual inspection were normal with no anomalies found with the exception of procedural damage.